Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed a deformed insulation approx. 43.5cm distal to the is4 connector pin. In that section, the conductor coils to the ring electrodes and to the lead tip were found fractured. These broken contacts were confirmed during the electrical analysis. These findings can be considered as the root cause of the clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - since (B)(6) 2019 homemonitoring showed an increase in lv impedances of greater than 3000 ohms. The lead was explanted and replaced.